Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed no low voltage code was declared, but did determine the device hardware is not detecting the loss of battery energy. Device replacement was recommended. The crt-d remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed no low voltage code was declared, but did determine the device hardware is not detecting the loss of battery energy. Device replacement was recommended. The crt-d remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction MDR report is being filed to update section h.2 (if follow-up, what type) and section h. 3 (device eval by manufacturer). A supplemental report will be filed once the device is returned back to boston scientific and analysis is completed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed no low voltage code was declared, but did determine the device hardware is not detecting the loss of battery energy. Device replacement was recommended. The crt-d remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection did not reveal any abnormalities. Review of the device memory noted a low voltage fault occurred after the device was explanted. The device passed labeled longevity calculations. The device case was cut open, and the battery voltage was measured at 2.860 volts (v). The battery was removed and connected to an external power supply which yielded a normal current drain. The battery was forwarded for further testing which noted dendrites on one of the battery cells that caused an internal short.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed no low voltage code was declared, but did determine the device hardware is not detecting the loss of battery energy. Device replacement was recommended. The crt-d remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.